Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. There is no 510(k) for this device as it is eua. (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test discrepant results were obtained. Confirmatory testing was performed using an alternative brand's covid-19 test. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they tested negative with the bd test only to find out after testing using a different brand that they were positive. Problem description: one test came out negative, the other came out positive. The one that has the negative result has symptoms but the one that has positive result has no symptoms. Also tested negative with the bd test only to find out after testing using a different brand that patient is in fact positive. Date of event or issue: (B)(6) 2022.

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges ¿customer tested negative¿ via the bd veritor at home covid-19 test (material # 256094), batch number unknown, but ¿tested positive using a different brand¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. There are no current trends against discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test discrepant results were obtained. Confirmatory testing was performed using an alternative brand's covid-19 test. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they tested negative with the bd test only to find out after testing using a different brand that they were positive. Problem description: one test came out negative, the other came out positive. The one that has the negative result has symptoms but the one that has positive result has no symptoms. Also tested negative with the bd test only to find out after testing using a different brand that patient is in fact positive. Date of event or issue: (B)(6) 2022.